Event description:
Beckman coulter (bec) field service engineer (fse) called in to report while performing a preventive maintenance (pm) on the dxc 600 pro analyzer at the customer site, the customer indicated they had numerous erroneously low creatinine cartridge (cr-s) results generated and reported outside of the laboratory. Physicians called back the laboratory and questioned the cr-s results since they were all low. The customer indicated that the patient samples were retested and 3 patient results were amended since the differences between the original and rerun results were outside of the 2sd total precision claim of 0.6 mg/dl. Bec investigator contacted the customer on (B)(4) 2013, and the customer indicated they were only running qc once a day. The customer stated that qc was run at night, hours before the event the next morning. When qc was run after the physicians questioned the results, the qc failed. Patient demographics and results, provided by the customer, are supplied in the file attachment. No effect to patient treatment has been reported by the customer.

Manufacturer narrative:
The fse determined the event was associated with the cr-s reagent cartridge. The cr-s reagent cartridge had been on board of this instrument for days with approximately 60 tests volume left. The cartridge was replaced, and the calibration and qc performed using the new cr-s reagent cartridge passed. The customer was questioning whether the cr-s reagent was frozen and then thawed. Customer was made aware that the frozen reagent can have on-board stability problems. The customer indicated their outside local temperature has been at zero degrees or colder for weeks. Per the customer, the product was transferred to the laboratory as soon as it was received and did not sit out on the receiving dock. At present, there has been no evidence to suggest the reagent arrived frozen or partially frozen. Failure mode appears to be related to the one cr-s reagent cartridge. Replacement of the reagent cartridge resolved the issue.